Manufacturer narrative:
The returned ipg was analyzed and the device could not be charged nor maintain due to excessive current leakage resulting from an electrical short in the component asic u2. With all the available information, boston scientific concludes the complaint was confirmed. The device could not be charged nor maintain the battery level due to excessive current leakage resulting from an electrical short in the component asic u2. It was stated that patient has stem cell treatment and ipg has not turned on as a result. The first part of the stem cell transplant process is called conditioning. During this time, a patient will receive chemotherapy and/or radiation therapy to damage and possibly destroy the bone marrow. It is possible that the ipg was exposed to radiation therapy causing damage to the ipg electronics (asic u2). Damage to the ipg electronics caused the electrical short that prevented the ipg battery to be fully charged. The probable cause selected is unintended use error caused or contributed to event.

Event description:
A report was received that the patients ipg would not charge. The patient underwent an ipg replacement procedure and was doing well postoperatively.

Event description:
A report was received that the patients ipg would not charge. The patient underwent an ipg replacement procedure and was doing well postoperatively.